Event description:
It was initially reported the patient presented to the ER for treatment of overdose. Additional information indicated the drug used in the pump was morphine sulfate (unknown dose and concentration). The patient was unconscious and was admitted to the hospital. The patient was takin 300 mg of oral morphine which the pump physician had not prescribed. It was further reported the cause of the overdose was unclear. The pump was programmed to deliver 4-5 mg/day. The pump was interrogated and it seemed to be operating at the set programs. The pump was ruled out as the cause of the overdose. The final patient outcome was unknown at the time of this report. Additional information has been requested, but was not available on the date of this report.